Event description:
It was reported that the programmer displayed an error at boot up. Of note, the programmer rebooted "fine." Technical services suggested running the service disk on the programmer. The programmer appears to remain in use. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.